Manufacturer narrative:
The sensor kit expiration date is 30-sep-22. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with the adc device due to changing clothes. As a result, customer required third-party intervention by a relative, a neighbor, a friend who provided insulin\glucagon or other medication as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.